Event description:
It was reported the catheter got stuck in the glide thru sheath. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter got stuck in the glide thru sheath. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one relevant finding. A non-conformance was initiated for material cdc-45552-cat2, lot 13c21e1118 in regard to stylet tight in PICC catheter. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.